Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient fell multiple times during a (B)(6) clinical trial. During a procedure to replace a dbs extension, it was noted the extension was fractured with the wires pulled out of the tube. Impedance checks revealed no abnormalities. Primary and concomitant devices are unknown, as well as the initiating physician for this event. A request for additional information has been sent.

Event description:
Follow up information identified the patient did lose therapy after the patient fell on multiple occasions, and therapy resumed post-op. Follow up information also identified the device model number, lot number and implant date. Initiator information has been filled. Concomitant devices and implant dates are still unknown.